Event description:
Patient called to report an adverse event involving the bravo capsule she had implanted on (B)(6) 2025. Patient stated she was told the device should pass within 10 days, but on (B)(6) 2025 she went for an unrelated hip x-ray and the device was identified in the x-ray in her descending colon. Patient stated she contacted her gi doctor who recommended a colon cleanse to attempt to flush it out which she did on (B)(6) 2025. Patient said she went back for another x-ray on (B)(6) 2025 and nothing was identified, and the device is assumed to have passed at this point. Patient also stated being concerned about possible interference between the bravo device her inspire device, although was told by her physician and device manufacturer they are approved to be used together.